Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 7071005.

Event description:
It was reported that the patient was reprogrammed was still not getting pain coverage. A fluoroscopy was performed and revealed that both leads have migrated a vertebral body. The patient underwent an explant procedure and the explanted devices were not returned to bsn.